Event description:
It was reported that a 512sd was used during an unknown procedure. It was reported by the affiliate that the gasket fell into the patient. The gasket was retrieved from the patient and a new trocar was used to complete the case.